Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50x28mm synergy drug-eluting stent was advanced to treat the lesion. However, resistance was encountered during advancing and the stent was deformed. The device was removed and the procedure was another synergy stent. No patient complications were reported and the patient condition was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50x28mm synergy drug-eluting stent was advanced to treat the lesion. However, resistance was encountered during advancing and the stent was deformed. The device was removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluation by MFR: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis without a stent. The device was returned without a stent. There was no stent on the balloon. The balloon showed signs of positive pressure having been applied and it was returned in deflated condition with folds relaxed. Crimp marking visible on balloon body. A visual and tactile examination of the hypotube identified no issues. Examination of the tip found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination and no issues were found. The device was loaded onto a 0.0140" guidewire which was inserted through distal tip and exited at exchange port without issues. No other issues were identified during the product analysis.